Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump was exposed to an MRI and the device is now alarming motor error. Customer's blood glucose was 90 mg/dl. Troubleshooting was performed and the drive support cap was reported normal. Customer reported the device has also alarmed motor position encoder error. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind and error alarm confirmed in alarm history due to motor encoder signal out of phase. The insulin pump was unable to perform displacement test due to motor error alarm. The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.